Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This event description was previously provided in MDR ref # 3001845648-2020-00652. On completion of the investigation for 3001845648-2020-00652 it was decided that an additional file for complaints trending purposes for off label use would be required for the stent that was placed to finish the procedure as it was being placed prophylactically. No changes to complaint description provided in the previously submitted MDR.

Event description:
This is a final report. The investigation was completed on 25-nov-2020, results and conclusions are outlined in section h of this report. This event description was previously provided in MDR ref # 3001845648-2020-00652. On completion of the investigation for 3001845648-2020-00652 it was decided that an additional file for complaints trending purposes for off label use would be required for the stent that was placed to finish the procedure as it was being placed prophylactically. No changes to complaint description provided in the previously submitted MDR.

Manufacturer narrative:
1 x spsof-7-15 of unknown lot number was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This file was created for the placed device which was used off label due to its prophylactic use. This file is linked to pr(B)(4) (emdr 3001845648-2020-00652) which was created for user error on the first device spsof-7-15 which was not used on the patient. Documents review including IFU review: prior to distribution all spsof-7-15 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the spsof-7-15 device could not be completed as the lot number is unknown. The lot number of the device could not be confirmed. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0055-4) "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this case to prevent pep is not a stated use as per the IFU and therefore has not being tested in a clinical setting. According to the information obtained an incorrect size of wireguide was used with the initial device to be placed which kinked and it could be confirmed that the same size of wireguide was also used in the placed device. Root cause review: a definitive root cause can be attributed to the off label use of the device, when the device is outside its stated intended use, in this case for the prophylactic use to prevent pep, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.